Event description:
Customer reportedly received results of hi and 191 mg/dl within 10 minutes on the advantage system. No high blood glucose symptoms reported with these results. No action taken based on device results. No adverse event reported. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.